Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted only the terminal segment of the lead was returned severed approximately 11.2 centimeters from the is-1 terminal pin. A setscrew mark was noted in the correct location on the terminal connector. Testing of was completed to assess the inner insulation of the returned segment. Measurements throughout this test were within normal limits. Analysis was unable to confirm the allegation made against the lead based on the segment that was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited a rise in shock impedance measurements. Surgical intervention was performed and the rv lead was cut and abandoned in the patient. The end of the rv lead will be returned for analysis. No additional adverse patient effects were reported.